Manufacturer narrative:
The customer contacted a siemens customer care center and stated that they had performed comparison of patient samples using dimension exl with lm instrument s/n: (B)(4) and an alternate dimension exl instrument, which resulted different from each other. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the sample probes and reagent probes 1 and 2. The cse also aligned the sample tubing and probes. The cse then performed a total service visit, cleaned and verified proper functioning of tubings and ran quality controls, which were acceptable. The cause of the discordant tni and eczr results on patient samples is unknown. The instrument is performing within specifications. No further evaluation of device is required.

Event description:
Discordant cardiac troponin I (tni) and enzymatic creatinine (eczr) results were obtained on patient samples on a dimension exl with lm instrument. The initial results were reported to the physician(s). The samples were repeated on an alternate dimension exl instrument, resulting different from the initial results. The corrected results from the alternate dimension exl instrument for all patients except patient 1 were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni and eczr results.